Event description:
A cartridge change error with the pump was reported, which caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." To address the elevated blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support guided the customer through inspecting and cleaning the pump components, coordinating a successful new cartridge fill and load process, enabling the customer to resume insulin delivery.